Event description:
It was reported by pt that they developed redness, lump, pain, and abcess after having vicryl suture placed after a procedure. Post-op antibiotics were presecribed. Pt advises they are fine now.